Event description:
On july 10, 2012, during review of the patient's programming history, it was discovered that a faulted system diagnostics test occurred on (B)(6) 2009 that changed the patient's settings. All the parameters were corrected except for the frequency prior to the patient leaving the clinical visit. No adverse events have been reported due to this programming anomaly.

Manufacturer narrative:
Analysis of programming history.